Event description:
It was reported to Resmed that an Astral device displayed an error message (SF140) related to alarm priority. There was no harm or injury reported as a result of the incident.

Manufacturer narrative:
The Astral device was returned to Resmed. Evaluation confirmed the reported complaint and identified an error message (SF82) related to the hardware alarm controller. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed Reference#: (b)(4).